Manufacturer narrative:
The lot history record reviews were not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patients; therefore, the event cause could not be determined. The other devices involved in the events are as follows: model#: not reported / lot#: not reported / dom: n/a / exp: n/a (qty. Unknown). (B)(4).

Event description:
Information received from the article: munich sa, tan la, keigher km, et al. The pipeline embolization device for the treatment of posterior circulation fusiform aneurysms: lessons learned at a single institution. J neurosurg. 2014; 121:1077¿1084. A database of patients that were treated with the pipeline was reviewed and identified 12 patients who had vfas (vertebrobasilar fusiform aneurysms). The clinical features, complications, and outcomes of these patients were analyzed. At an average follow-up of 11 months, the mean modified rankin scale score was 1.9. Complete aneurysm occlusion was seen in 90% of the patients with radiographic follow-up. Three patients suffered new neurological deficits postoperatively. One patient expired before follow-up dsa (digital subtraction imaging). This patient had developed acute respiratory distress syndrome while intubated after the procedure, requiring tracheostomy and ultimately died of pneumonia after discharge from the hospital. The other two patients both developed new hemiparesis and one of the patients developed new nystagmus and dizziness that resolved at the 6-month follow-up evaluation. The patients had significantly improved at the time of their follow-up. Both patients were discharged to skilled nursing facilities and one of these patients ultimately expired due to pulmonary complications. The information was received from the same article as MDR# 2029214-2015-00037 and 2029214-2015-00039.